Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the unspecified timing at the user facility, it was found that the lid of the subject device was broken. There was no reported when the breakage had occurred. There was no report regarding patient injury and damage of the endoscopes related to the event. Olympus (B)(4) checked the subject device and found that the lid of the subject device was broken.